Event description:
The advocate stated his wife received a blood glucose reading of 34mg/dl on the contour, and the nurse's meter read 56mg/dl. She had hypoglycemic symptoms of sweating and slow speech. The doctor changed her diet and medication. Strip information was not provided. Advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.